Manufacturer narrative:
The event of pain at the insertion site was assessed as not serious because it didn't fit the criteria of seriousness (didn't lead to death, was not life-threatening, didn't prolong hospitalization, didn't result in significant disability, didn't require intervention to prevent permanent impairment). Based on the provided information, the event was possibly related to the zoll catheter due to relevant timing and location even in patient with severe burns and increased pain state. The event was not serious. Pain is an anticipated event and could potentially occur with the usage of any catheter. The event was possibly related to the device and not related to the procedure.

Manufacturer narrative:
The customer reported that "the solex 7 (lot #165035) catheter tip was more difficult than usual to see on x-ray verification". The customer provided no further information. The solex 7 catheter has marker bands embedded at the distal tip and on the other proximal end of the balloon to identify the catheter when viewed using x-ray equipment. The root cause for the reported issue could not be conclusively determined with the available information. Follow-up questions were sent to the customer to get the additional information. The solex 7 catheter involved in the reported event was returned to zoll. Upon visual inspection of the returned catheter, noticed dried blood residues on the serpentine balloons, and no other physical damage was observed. During functional testing, all lumens were flushed without resistance. The catheter was connected to the pressurized inflation device, and the serpentine balloon was fully inflated when pressurized up to 100 psi without any issues. There was no leak or damage found during the testing, and the catheter functioned as intended. The event of pain at the insertion site was assessed as not serious because it didn't fit the criteria of seriousness (didn't lead to death, was not life-threatening, didn't prolong hospitalization, didn't result in significant disability, didn't require intervention to prevent permanent impairment). Based on the provided information, the event was possibly related to the zoll catheter due to relevant timing and location. The event was not serious. Pain is an anticipated event and could potentially occur with the usage of any catheter. The event was possibly related to the device and not related to the procedure.

Event description:
During the ivtm therapy for a patient with multiple burn wounds, a solex 7 (lot #165035) catheter was placed into the patient's vein with no issues or difficulty. The customer stated that the reason for catheter insertion was due to the patient scheduled for an operation on the following day for multiple burn wounds. The in/out luers was not in use; however, the central venous catheter (cvc) infusion lumen was used. Approximately after 10 hours of catheter placement, the patient complained of severe pain at the solex7 insertion site while fresh frozen plasma (ffp) was being infused via cvc infusion lumen. Immediately, the nurse stopped the ffp infusion and removed the catheter. The physician stated that the catheter tip was more difficult than usual to see on x-ray verification. The patient's status information was requested but the customer did not provide a response.